Event description:
Event: arterial dissection. Case detail: the patient is reported to have narrow external iliac vessels. A small arterial dissection of the right external iliac artery was noted during angiogram. This is believed to have resulted from dilation of the vessel. A stent was placed in the iliac to treat the dissection.